Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage at quick release event on (B)(6) 2025. The blood glucose level was high and the patient was treated with manual injection. The infusion set was in use for one day. No further information available.